Manufacturer narrative:
Technician found that the head up solenoid valve was not working. Replaced head up solenoid valve to resolve this issue.

Event description:
Information received indicated that the head will not go up on the bed.